Event description:
Pt seen in clinic by dr as add-on because of decreased pulse, shortness of breath, light headed. Pulse 40 - and pacer set at 70. No pacer function obvious. Pt sent to hosp for monitoring and temporary pacer placement. Unable to interrogate pacer at all. Pacer replaced 2007 - lead checked out fine. Has been in atrial fibrillation about 50% of time and pacer output in ventricular at 2.5v, so wouldn't expect battery depletion.